Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated with ancef (dose and frequency not reported) intraperitoneally for three weeks from the date of onset of peritonitis. The patient was discharged from the hospital and recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e31025, h13c05032, and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.